Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral, left-access transcatheter aortic valve replacement procedure, the 26mm sapien 3 ultra resilia valve was not between the delivery system alignment markers when deployed. Difficulty was encountered during fine adjustment valve alignment on the commander delivery system. According to the reporter, the flex wheel reached its maximum adjustment range and was subsequently reset; however, additional flex wheel rotation only increased tension and did not move the balloon to achieve further alignment. The valve frame did not reach the distal balloon marker during initial or secondary attempt at alignment. Misalignment was the length of the distal marker (approximately 1mm). Despite the alignment difficulty, the valve was deployed using the valve frame length and radiolucent line as reference instead of using the middle balloon marker. The valve was ultimately deployed in the intended location without complications. No issues were noted during deployment, and the patient remained in stable condition at the conclusion of the procedure.